Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure. Subsequently, within six (6) days post-implantation, it was reported that the patient began to experience pain and swelling in the leg. An ultrasound confirmed the presence of a blood clot. Additional medication was prescribed to reduce the swelling and the patient is reported to have fully recovered. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). B3: exact event date is unknown however is reported to have occurred between august 6, 2024 and august 12, 2024.. D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in will process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent a revision total knee procedure. Subsequently, within six (6) days post-implantation, it was reported that the patient experienced a blood clot in the leg. Additional intervention has not been reported and patient outcome is currently unknown. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under MFR number 3007963827-2024-00439. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under MFR number 3007963827-2024-00439.